Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that pump touch screen was unresponsive. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 145 mg/dl.